Event description:
It was reported that a device was used during a laparoscopic sigma. It was reported that the device had no function (no further information is available). Another device was used to complete the case. There was no consequence to the patient.